Event description:
Whilst angioplastying a calcified iliac artery, the angioplasty balloon burst. Doctor tried to remove the balloon through the sheath but it was then noted that the balloon had burst transversely as opposed to longitudinally. The balloon had not been expanded past it's nominal pressure. In a report from the doctor it states that "balloon along with mounting catheter separated from the main catheter. Remaining fragment largely in sheath but balloon component has opened up like an umbrella preventing it's removal from the artery. Fragment secured at skin surface with arterial clip. Patient transferred to theatre for surgical removal." The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
No product was returned to assist in this investigation. Per specification, balloon burst, compliance, and fatigue verification testing performed. The rated burst pressure, rbp is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with IFU that delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. In this complaint, it would seem that the calcified lesion may have caused the circular type tear. Balloons are designed to burst longitudinally, and all lots are tested for this. However, if the failure of the balloon is initiated in a circular direction, there is a chance the failure will continue to propagate in this direction. It is also important to note, that there are many other factors involved, such as pressure at burst, thickness of the balloon, and shape of balloon at failure (such as hourglass shape, etc.). For a calcified lesion, it is recommend to use the atb balloon catheter, as it has a higher rated burst and thicker balloon wall. The atb will provide a higher resistance to circular failure in calcified lesions. We will continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.